Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial complaint reported. During evaluation, the service technician visually inspected the device and observed visible foam deterioration particles within the blower kit. In addition, evidence of dust-related contamination was observed; however, this condition was determined to be unrelated to the reportable malfunction. Review of device data identified zero error codes. Following completion of the evaluation, the device was scrapped by the service center. Based on the presence of foam deterioration particles within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.